Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level was 455mg/dl. Customer blood glucose level was 280mg/dl at the time of incident. Customer was treated with injection and insulin pump. Troubleshooting was performed. Based on customer report customer did not allege pump was under delivering. The product will not be returned for the analysis.